Manufacturer narrative:
There were no unexpected alerts or reservoir icon anomalies noted during testing. The no reservoir alarm feature and empty reservoir alarm feature functioned properly during testing. The device passed displacement test and rewind test. The device was received with constant unexpected restart alarms during battery changes, due to broken solder joint on c13 of interface board. The unexpected restart error test was not able to be performed due to constant unexpected restart alarms during battery charges. The device had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call of no insulin alerts, and crack on top of the battery housing of their insulin pump. The customer states they are concerned they are not receiving the right amount of insulin. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.